Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 320-42-03, 5443093, equinoxe reverse shoulder liner 42mm +2.5. 320-01-42, 5536763, equinoxe reverse shoulder glenosphere 42mm. 320-10-00, 5546035, equinoxe reverse shoulder humeral adaptor tray +0mm. 320-15-05, 5527733, equinoxe reverse shoulder glenosphere locking screw. 315-35-00, 5160934, glnd kwire. 321-20-00, 5241024, equinoxe reverse shoulder drill kit. 320-15-01, 5497446, equinoxe reverse glenoid plate. 320-20-00, 5548201, equinoxe reverse torque defining screw kit. 320-20-30, 5553362, equinoxe reverse compress screw lck cap kit, 4.5 x 30mm. 320-20-30, 5551326, equinoxe reverse compress screw lck cap kit, 4.5 x 30mm. 320-20-30, 5552922, equinoxe reverse compress screw lck cap kit, 4.5 x 30mm.

Event description:
As reported, approximately 2 years post-op the initial left tsa, this (B)(6) y/o female patient has humeral stem loosening on rotation, infection was found during the revision and is the official diagnosis. Patient was last known to be in stable condition following the event. Devices not returning due to hospital policy.